Event description:
Guide wire was put through several right angle turns and somehow kinked and could not be removed from the patient. Patient was being treated in the cardiac cath lab and was taken to surgery for removal of guide wire.